Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the mega suturecut needle driver instrument was engaged into the arm and inserted as normal. When the tips came into view, it showed that the cable that engages the pulley system snapped. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed. The instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.